Event description:
This report was received from (B)(4) and is a solicited report by a baxter-employed nurse from (B)(4) of break in aseptic technique, liquid overload, breathing difficulties, peritonitis with (B)(6) and (B)(6) coincident with imported extraneal viaflex and physioneal 40 viaflex therapies. On (B)(6) 2011, the patient began treatment with extraneal viaflex, 250ml/day and physioneal 40 viaflex, 600ml/day, intraperitoneally (ip) for automated peritoneal dialysis (apd). On (B)(6) 2011, the patient began treatment with imported extraneal viaflex, 250ml/day, and on (B)(6) 2011 the patient received imported extraneal viaflex 250ml/day, ip for apd. On (B)(6) 2011, the patient began treatment with imported extraneal viaflex, 250ml/day and physioneal 40 viaflex, 600ml/day, ip for apd. On an unreported date, the patient experienced a break in aseptic technique. The patient was in a nursing home and the pd procedure was performed by several employees, sometimes without proper training. On (B)(6) 2011, the patient experienced liquid overload and breathing difficulties, requiring hospitalization that day; and on the same day experienced peritonitis, manifested by cloudy effluent. On (B)(6) 2011, the patient began remedial treatment ip with cefazolin 250mg/day and ceftazidime 250mg/day. On the same day, a change in pd regimen commenced with imported extraneal viaflex ((B)(4)) 250ml/day and physioneal 40 viaflex, 600ml/day, ip for continuous ambulatory peritoneal dialysis (capd). The root cause of the peritonitis was a break in aseptic technique. On (B)(6) 2011, the patient died. The cause of death was cardiac insufficiency with suspicion of intestinal ischemia. No autopsy was performed. The outcome for the break in aseptic technique was not reported and the outcome of liquid overload, breathing difficulties and peritonitis was resolving at the time of death. Extraneal and physioneal were ongoing until the time of death. The nurse believed the events of liquid overload, breathing difficulties, peritonitis with (B)(6) and (B)(6) were not related to extraneal viaflex and physioneal 40 viaflex therapies; however, did not provide an assessment of causality for the event if break in aseptic technique.

Manufacturer narrative:
(B)(4). The following additional information was received from baxter (B)(4): the nurse believed the fluid overload was related to the patient's underlying cardiac insufficiency. No device was returned for evaluation.

Manufacturer narrative:
(B)(4). The root cause of the peritonitis was use error - break in aseptic technique. The devices involved in the incident were unknown. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A batch review will not be conducted as the lot number is unknown. A labeling review will not be performed as the product code is unknown. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).the root cause for the reported condition of peritonitis followed by death was undetermined; there was no device malfunction or use error identified. Baxter has conducted a trend review and found that similar reports have been received for the report of peritonitis. This issue is being investigated through CAPA.